Event description:
It was reported to philips that the device's battery pca pins is bent. The bent pins was observed during a pm (preventative maintenance) service. The device was not in use on a patient.